Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator won't power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The biomedical engineer replaced the power management board to address the reported problem. Failure analysis on the returned power management board shows that this complaint was caused by a shorted diode at d3 and an open diode at d37.